Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis with in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the following was reported. On unreported dates, the patient made a mistake/touch contamination, did not wear a mask and reused her mini cap. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. The outcome for the events of patient made mistake/touch contamination did not wear mask, and patient reuse of mini cap, was not reported. It was not reported whether dianeal therapies were ongoing. Concomitant medications were not reported. The nurse reported that the event of peritonitis with culture positive for gram negative organism was not related to dianeal therapies. An opinion of causality was not provided for the events of patient made mistake/touch contamination did not wear mask and patient reused mini cap.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd886804, gd884437 and no exceptions were observed that were related to the reported condition. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.